Manufacturer narrative:
The insulin pump passed displacement test, rewind, basic occlusion and prime test. The insulin pump was received with stuck in motor error alarm loop during bolus and basal delivery and motor position encoder error alarm confirmed in alarm history. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during testing. The insulin pump had cracked case at display window corner, cracked lcd window, minor scratched lcd window, cracked battery tube threads, broken reservoir tube lip and cracked reservoir tube window.

Event description:
The customer reported via phone call that they received motor position encoder error alarm. The customer's blood glucose was unknown at the time of incident. The customer stated that the insulin pump was able to complete rewind process. The customer stated that the drive support cap appeared normal. The customer stated that the insulin pump was not exposed to high magnetic fields. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.